Event description:
It was reported to philips that the device experienced battery error. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced battery error. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the device has a battery error. The device needs a battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered to customer. The customer to install battery. The device remains at the customer site and no further evaluation is warranted at this time.